Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 3 reference MFR. Report#: 1627487-2019-09200, 3006705815-2019-03093.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3 reference MFR. Report#: 1627487-2019-09200, 3006705815-2019-03093. It was reported that the patient's permanent implant lead procedure was abandoned due to patient anatomy constraints.